Event description:
Sales rep reported the following on behalf of the customer regarding the femoral cutting guide, "it has become impossible to drill through one of the x-pin drill holes in the femoral cutting guide so when the doctor wants to fixate the cutting guide on the femur with a 3rd cross pin (which is an important step, to prevent the block from sliding off), he cannot get the drill through the cross pin hole. He tried pushing one of the drills through after the surgery, but no luck. It gets stuck every time when it's less than halfway through. The drills they used were 3170-0000 (1/8 drill). They use 1/8 drills for fixation, instead of the headless pins. This might have something to do with the issue. Also, we noticed that one of the doctors started drilling before the drill is inside the hole. This might lead to damage on the inside. I advised them to start using the headless pins with the new cutting guides, to see if it makes any difference and to make sure they work as advised by the surgical technique.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.